Event description:
A distributor in france reported that a customer's pump had difficulties with the wake button not functioning. There was no adverse impact on the customer's blood glucose level. The customer decided not to return the pump, and no replacement pump information was provided.